Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus india(omsi). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by omsi, omsc estimated that the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc surmised that this phenomenon was attributed to the failure of the cable unit. The exact cause of the failure of the cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the cable. Also olympus (B)(4) found that the ccd was broken, the cable assembly was cut, there was water leakage from the cable assembly and minor water leakage from the ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4) the endoscopic image of the subject device was flickering in image and sometime not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.